Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during a rotator cuff repair, it was observed that two of the customer's healix peek 4.5mm anchors with orthocord broke upon insertion. The surgeon inserted the first anchor into the bonehole when the nose broke off; the surgeon removed this implant and inserted the second anchor with the same result. The surgeon removed this implant also and inserted a third same type, same size anchor in the same bonehole with no patient consequences. There was a five minute delay in the procedure. The surgeon prepped the bonehole with eh 4.5 awl/ ap. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.